Event description:
It has been reported to co that the occlusion balloon had deflated during the procedure. The physician inserted the occlusion balloon wire into the patient's saphenous vein graft and inflated the occlusion balloon to 5.5mm to occlude the vessel. The physician then placed a stent in the vessel. The physician inserted the aspiration catheter to aspirate the debris and noticed that the occlusion balloon had deflated. The physician removed the device and the patient is reported to be ok.